Event description:
It was reported to philips that during a cerebral angiography, the imaging module stopped working and the procedure was aborted. The system was in clinical use at the time of the event. There was no allegation of a serious injury to the patient or user. An investigation into this complaint has been initiated by philips.